Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
Nurse reported via our sales rep that she observed that the universal torque is out of function.